Event description:
It was reported that occlusion alarms occurred. Customer declined to troubleshoot the issue with tandem technical support, therefore no additional information was obtained. There was no adverse impact to customer¿s blood glucose level.